Manufacturer narrative:
Unknown not provided. The account reported the event on (B)(6) 2018 to a field specialist. Initial reporter's phone number: (B)(6). (B)(4). Field service specialist checked the laser and the system was correct for proper depth. No failures found. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a flap perforation and a bandage contact lens was applied.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.